Event description:
The manufacturer received a voluntary medwatch (mw5103298) alleging a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused a patient to develop allergies. The patient required immunotherapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.